Event description:
A (B)(6) male patient passed away on (B)(6) 2010. It is unknown if the patient was wearing the device at the time of death. Equipment was returned to zoll on (B)(6) 2010. Upon receipt, the monitor would not power on.

Manufacturer narrative:
Device evaluation summary: a root cause analysis of monitor (B)(4) is currently underway. A supplemental report will be sent upon completion of evaluation.